Manufacturer narrative:
The field service representative inspected the analyzer and observed that the r1 reagent probe was not centered over the r1 wash cup. The fsr calibrated the r1 reagent probe and performed the quarterly maintenance to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. The reagent probe, list number 01g47-03, was determined to be the cause of the issue. A review of the service history for the analyzer identified no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date of this incident. A review of complaint and trending data for the reagent probe identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and were within acceptable limits with no trends identified. Manufacturing documentation for the part were reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely depressed sodium results while using the architect c8000. Sample ID (B)(6) generated an initial result of 110 and repeat of 142 mmol/l. No impact to patient management was reported.